Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Insulin pump was returned for power loss alarm confirmed in the formatted history file. Detailed trace analysis confirmed the insulin pump alarmed power loss, low battery, and then alarm was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector at printed circuit board, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked case at battery tube side, fading serial number label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump would turn off while the customer was attempting to give herself a bolus. Twice, they had removed the battery cap and placed it back securely. The insulin pump would come back up. The customer¿s blood glucose level was 140 mg/dl. Troubleshooting was performed. They inserted a new battery. The insulin pump alarmed a power loss. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.